Manufacturer narrative:
Additional information was requested from the customer regarding the details of the reported event is pending. The subject device was returned to olympus repair center. The repair evaluation confirmed the customer¿s reported event, as error e116 occasionally occurred. The error was isolated to a defective printed circuit board/ssd on the mainboard. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device has not been repaired in the past year. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported device failure. Based on the repair inspection the cause of the customer¿s reported e116 error issue was due to failure of the ssd on the mainboard; however, the cause of the failed ssd on the mainboard cannot be conclusively determined. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (osh) was informed that the loaner visera 4k ultra high definition camera control unit displays an otv error, e116 error code. The customer reported problem was found during an animal test. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide a correction to the event description (b5). The olympus loaner was not used in a hospital and no procedure or patient was involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h4, the device manufacture date should be 07-sep-2015. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced, and a root cause could not be identified. The motherboard and patient circuit board/ssd were incorporated into otv-s400 of the equipment and was checked for conditions in a room temperature of 24°c, a low temperature environment (10°c), and a high temperature environment (40°c). However, the phenomenon, ¿error code e116¿, was not reproduced. Additionally, the following statements were checked from otv-s400's instructions for use: 9.2 troubleshooting guide, code: e116, error message: otv error, and the possible cause found was ¿camera control unit malfunctions¿. Olympus will continue to monitor field performance for this device.